Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was involved in a car accident, and required assistance by the paramedics. Unable to troubleshoot the insulin pump as it was lost in the accident. A loaner insulin pump was sent to the customer to continue insulin pump therapy. Nothing further was reported.